Event description:
It was reported that pump declared cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer, with guidance from technical support, removed cartridge and inspected o-ring, removed pump from case, inspected and cleaned pneumatic tap area, reattached cartridge ensuring it was fully in place, and then followed on-screen steps to complete loading process, after which customer successfully loaded cartridge and resumed insulin delivery.